Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly went to administer a bolus and noticed that the pump did not work. Caller alleges pump did not give an error message or alert. No adverse event reported. Requested return of the alleged device for evaluation.